Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried blood in the helix housing and neck region, no other anomalies were observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented with chest pain and heart rate in the 30 beat per minute range. Upon interrogation the right ventricular (rv) lead was undersensing and exhibited high threshold measurements with loss of capture. A lead dislodgement was confirmed via x-ray. A revision procedure was performed where the lead was explanted. No additional adverse patient effects were reported.